Manufacturer narrative:
Per comp - 272 initial report. Additional information including post primary and pre revision x-rays, operative notes (primary and revision), patient activity level and weight, how much was the patient's leg length decreased at primary surgery, whether the patient followed correct post-op protocol, what was the patient doing at the time of the dislocation, whether the patient experienced any slips / falls or other trauma post primary surgery, what was implanted at the revision and an update on the patient post revision has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Metafix collared / trinity revision after nearly 2 months due to dislocation (leg length decreased at primary surgery).

Manufacturer narrative:
Per comp - (B)(4) final report. Additional information including post primary and pre revision x-rays, operative notes (primary and revision), patient activity level and weight, how much was the patient's leg length decreased at primary surgery, whether the patient followed correct post-op protocol, what was the patient doing at the time of the dislocation, whether the patient experienced any slips / falls or other trauma post primary surgery, what was implanted at the revision and an update on the patient post revision was requested in order to progress with the investigation of this event, however, this information could not be provided and thus the scope of the investigation was limited. The surgeon stated that they believe dislocation may have been a risk due to the shortening of the patient's leg length during the primary procedure. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the available information, no further investigation can be conducted. It has been concluded that the dislocation was the result of decreased leg length and not due to the device design or performance and thus this case is now considered closed, however, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed wih the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Metafix collared / trinity revision after nearly 2 months due to dislocation (leg length decreased at primary surgery).